Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient's vns was removed due to an infection. A review of device history records for the generator and lead shows that no unresolved non-conformances were found. The device met all specifications for release and both devices were sterilized prior to distribution. It was later reported that the lead was found to be extruding through the skin. Multiple attempts were performed to the patient's neurologist to confirm the cause of the lead extrusion and to confirm the date of vns explant. No additional or relevant information has been received to date.